Manufacturer narrative:
E1: event city: (B)(6). Event country: canada. (B)(6). Country: united states of america. (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced the infusion set tubing was leaking at site event on (B)(6) 2026. Infusion set was in use for two days. The patient also experienced elevated blood glucose levels.